Manufacturer narrative:
Based on the claim against the product by the customer noting vision loss in right eye of surgeon side console (ssc), an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was able to reproduce the reported issue. The fse replaced the circular fiber optic cable assembly on the ssc to correct the reported problem. The system was tested and verified as ready for use. The complaint regarding vision loss in right eye of ssc was confirmed based on the field evaluation, which indicates that the device did contribute to the customer reported issue. This complaint is considered a reportable event due to the following conclusion: the customer converted to another da vinci surgeon side console (ssc)2 after the start of the procedure due to loss of right eye vision on the ssc 1. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur, as it may lead to an injury due to the patient¿s inability to tolerate a conversion/abortion.

Event description:
It was reported that during a da vinci-assisted adrenalectomy surgical procedure, the customer contacted the intuitive surgical inc. (Isi) technical support engineer (tse) to report that the right eye on the surgeon side console (ssc) was black. The customer stated that the right eye has a constant circling motion within the viewer and the led of the blue fiber cable was displayed in red. The tse recommended to perform a hard power cycle on the console and reseat both ends of the blue fiber cable. The customer stated that they attempted to reseat prior to calling in but the issue was not resolved. The tse also recommended to use a spare blue fiber cable, but it could not be located. The customer was searching for a cable when the call get disconnected. The tse called customer back to check if customer was able to locate another blue fiber cable but, the surgeon wants to continue with the procedure as it is. The procedure was converted to another dv system with no reported injury. Isi followed up with the surgeon and obtained the following additional information: the surgeon informed that the consoles were set up in the usual fashion prior to start of procedure. The problem was discovered after the procedure had commenced, but before any robotic work was started. The issues were not resolved. The procedure was completed using only the second console. There was no patient injury.